Manufacturer narrative:
The device was received and evaluation was completed. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was verified through a review of the event history log and found to be caused by a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported '345'. Patient involvement was unknown, and no other information was provided.